Event description:
Medtronic received a report that during retrieval the pipeline encountered resistance in the middle of the phenom. The patient was undergoing surgery for treatment of a saccular, unruptured right ophthalmic artery segment aneurysm with a max diameter of 4.6mm and a 9mm neck diameter. Landing zone: distal: 3.9mm and proximal 4.6mm. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered with pru level of 0. The angiographic result post procedure was normal. It was reported that the ped2-475-25 dense mesh stent was put to go upper to be in place through the phenom27 microcatheter, and the stent was deployed. After the stent tip was deployed, it was in a fish mouth shape and not fully opened. After multiple push and pull operations, the problem could not be solved, so it was decided to retrieve the stent and deploy the tip again. During the process of retrieving the stent into the microcatheter, it was obviously felt that there was a lot of resistance. After it was fully retrieved, it was found that the proximal end of the stent was separated from the retrieve mark point, and the proximal end of the stent was dislodged, so it was withdrawn from the body as a whole. The new phenom27 microcatheter and ped2-450-30 stent were replaced with, and the surgery was successfully completed. The pipeline did not become stuck. There was no catheter or pushwire damage. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and the catheter was flushed continuously with heparanized saline as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: device received, analysis is in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the resistance, failure to open, and damage was not determined. The distal part of the pipeline had failed to open. The pipeline was not positioned in a vessel bend at the time. They tried to retrieve the pipeline to get it to open, but it still had no effect.

Manufacturer narrative:
H3. Product analysis: ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex device was returned within the phenom 27 catheter. ¿damage location details: the pushwire was returned extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and was found to be flattened. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of phenom 27 catheter were measured to be within specifications. For further examination, the catheter was cut to remove the pushwire and braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: there is no complaint against the pipeline flex and phenom 27 catheter. The pipeline flex braid was found to be damaged. However, the root cause could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.